Manufacturer narrative:
Complaint (B)(4). Received 30pc 450226/g161235b for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of production and testing documentation of the reported material/batch shows no indications of deviations. No abnormalities were observed during in process control. The customer returned samples were visually checked; no indications of any abnormalities. Samples were functionally checked; reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer states that needle detached from holder during phlebotomy.